Manufacturer narrative:
The initial medical device report was submitted (2938836-2015-01817). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that the device was unable to be interrogated during clinic visit. When magnets were placed and no pacing was observed. Subsequently, the device was explanted and replaced. The patient condition was good.